Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4) performance data collected from the device showed eri (elective replacement indicator) due to high battery impedance logged on (B)(6) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) performance data collected from the device showed eri (elective replacement indicator) due to high battery impedance logged on (B)(4)-2011. The device was returned and analyzed. Analysis found the elective replacement indicator was triggered due to high impedance.

Event description:
It was reported that there was a question as to why the device was at eri (elective replacement indicator). It was further reported that there was early eri due to high cell impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was early eri (elective replacement indicator) due to high cell impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.